Manufacturer narrative:
Device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.

Manufacturer narrative:
It was initially reported the device's sensor board was replaced to address "service required" codes. Upon further evaluation at the manufacturer's service center, the device's system board was replaced to address the issues.